Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The device history record and previous repair record for zimmer air dermatome serial number (B)(4) was reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The record reviews found no issues with the device and all verifications, inspections, and tests were successfully completed. Using the machine-repair reports and the repair sites folders on livelink as well as sap to query for all service on serial number (B)(4) prior to 21 march 2019, the device was noted to have been previously serviced twice times, the last repair being for preventative maintenance reported on 27 november 2017. The reported event was confirmed by the service technician who performed the evaluation and repair. On 21 march 2019, it was reported from uab highlands that the nipple was missing on the coupler on a dermatome and that it would not hold air pressure and was leaking on 15 march 2019. The customer returned a zimmer air dermatome serial number (B)(4) for evaluation. Evaluation of the device on 29 march 2019 found that the device was out of calibration at the zero setting only and that the motor speed could not be recorded due to the missing pin on the swivel. The returned 2" width plate was noted to be damaged. Repair of the device occurred the same day and involved replacing the motor, hose, swivel, and multiple bearings. The technician then tested and verified that the device was functioning as intended, then returned the device to the customer without further incident. The device was tested, inspected, and repaired. While the service technician found that the nipple on the swivel was damaged, which would prevent the hose from attaching as intended and lead to a loss of pressure and air leaking out of the device, it cannot be determined from the information provided as to what caused the damage to the nipple. Therefore, a specific root cause of the reported event could not be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information available.

Manufacturer narrative:
(B)(4). The product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that before surgery, the nipple was missing on coupler, would not hold air pressure and leaks. There was no harm and no delay. No adverse events were reported as a result of this malfunction.